Event description:
It was reported that the pump's alarm sound was not annunciating. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer reset the pump and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.